Event description:
It was reported that pt was revised due to pain, loosening and dislocation.

Manufacturer narrative:
Eval summary: it was estimated that the devices were in vivo for approximately one month, however, no specific time frame was provided. The dislocations may have been due to one or a combination of the following: improper orientation of the shell, leading to impingement at various interfaces (i.e. Stem/liner, shell/bone, and/or shell/neck); inadequate soft tissue tension and/or poor muscle function leading to insufficient functional support of the joint; improper selection of implants, leading to increased instability of the joint; pt factors such as height/weight, activity level, type of activity (i.e. High impact vs. Low impact), rehabilitation protocol both physiological and pharmaceutical and compliance thereof. However, the exact root cause cannot conclusively be determined at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.